Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer fell asleep while using a heating pad and woke up the next morning with a burn to her calf.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer fell asleep while using a heating pad and woke up the next morning with a burn to her calf.